Event description:
The physician reported when the coil was inserted into the microcatheter, severe resistance was felt and the detachable coil could not be advanced. The physician reported it was then that the introducer sheath twisted near the twist lock. The physician reported the procedure was completed with this device. There was no allegation of harm.

Manufacturer narrative:
The device in question was returned to boston scientific for further investigation. A review of the device history record (DHR) was performed on this batch and no issues or discrepancies were found. The device history record review showed that this device met all required specifications. All relevant dimensions were checked on the returned product and found to be within specifications. Visual inspection of the returned product found the main coil had two slight kinks on the first and fourth loop from the distal tip. The main junction and distal part of the pusher wire were normal. The proximal portion of the tfe heat shrink on the pusher wire was wrinkled and bunched at approximately 1cm from the proximal end. The green teflon coating was also scraped off several locations around the middle of the pusher wire. The introducer sheath was twisted and bunched approximately 7cm from the distal end of the sheath. The visual inspection confirmed the physician's complaint of the twisted introducer sheath. The coil was removed from the damaged introducer sheath and loaded into a new sheath. The pusher wire could not be inserted completely into the sheath as the wrinkled tfe heat shrink on the pusher wire stopped at the distal tip of the sheath. The coil was then loaded into the sheath from the proximal end where the internal diameter was larger. The sheath was inserted into the hub of a sample catheter and the coil was pushed through the hub of the catheter. The main coil and the distal portion of the pusher wire were able to go through the lumen of the catheter with minimal friction. However, the coil stopped when the wrinkled tfe heat shrink approached the catheter lumen. The physician's complaint of severe resistance when delivering the coil was confirmed. This finding also suggested that the wrinkled tfe heat shrink on the pusher wire was most likely causing the resistance reportedly felt by the physician. It is likely that the tfe heat shrink had not been properly shrunk over the stainless steel core wire which led to delaminating and wrinklin during coil delivery. A search for similar complaints was performed, and a second complaint on a product from the same batch was found. In this second complaint, it was reported that the coil couldn't be pulled back to the sheath because the coating on the pusher wire was peeled off. The investigation determined that the wrinkled tfe heat shrink was the most likely cause of the problem. Since both incidents appear to be the same type of malfunction within the same batch, boston scientific is taking corrective and preventative action in order to more thoroughly investigate these phenomenons and to ensure the prevention of its recurrence.